Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her nephew (the patient) alleging that the patient suffered a low blood glucose (bg) level of "29 mg/dl" at 2:05 pm. The patient had reportedly obtained a bg result of "151 mg/dl" around lunchtime, ate lunch, and took 4 units of insulin. When the '29 mg/dl' result was obtained, the patient was treated with 1 juice. At 2:20 pm, his bg level was '64' mg/dl and again he was treated with more juice. At 2:35 pm, his bg was '94' mg/dl. An hour later, his bg dropped to "59 mg/dl" and his was given addition juice. At 4:00 pm, his bg dropped even further to '39' mg/dl. He was treated with 2 juices. During the contact with animas, the patient's bg was at '146' mg/dl and he was disconnected from the pump. The reporter verified that the patient had eaten all of his lunch that day. Through troubleshooting, the animas representative involved in this contact was unable to find any evidence of a mechanical issue with the pump. The reporter did not know what the pump's basal settings were supposed to be. The reporter denied that the patient's site had redness, irritation, blood, or pain. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a low blood glucose level that meets animas' criteria for a serious injury while using the pump. However, at this time it is unknown if the pump contributed to the patient's injury considered no issues were found with the pump via troubleshooting of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on 05/12/2015 with the following findings: the black box began on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, a force sensor calibration check showed that the pump was not detecting the correct force. The force sensor resistance was found to be out specification. There was no evidence of contamination found in the force sensor housing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.